Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2001 (B)(4).

Event description:
It was reported that the patient experienced dizziness. It was noted that the p and r waves were very small. The right atrial (ra) and right ventricular (rv) leads remain in use. No patient complications have been reported as a result of this event.